Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this skin graft mesher one time. The last repair was (B)(6) 2017 where it was reported that the device needed repair and the roller, damaged comb, and gear were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the skin graft mesher revealed that the calibration was within specifications and the device produced a passing sample graft. The roller was damaged and the ratchet was in pieces and the spring was damaged. The ball detent in the ratchet gear was tightened too much. The 1.5:1 ratio cutter, the 2:1 ratio cutter, and the 4:1 ratio cutter all produced a passing sample mesh. The 3:1 ratio cutter failed to produce a passing sample mesh and was deemed non-repairable. The 3:1 cutter bent the test mesher comb and would not roll freely. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, damaged comb, gear, sliding pins, ratchet gear, spring, and pin. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the ball detent in the ratchet gear was tightened too much and the ratchet was in pieces and the spring was damaged. The cause of the handle being stuck on the mesher was due to the ball detent in the ratchet gear being tightened too much. The root cause of the handle being stuck on the mesher could not be determined with the provided information since it is unknown how the ball detents became over tightened. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that ratchet handle was getting stuck on the mesher. When pulling off the handle from the mesher, the spring or circular part comes apart. During initial inspection of the returned mesher, the 3:1 cutter failed to produce a passing sample mesh and was deemed non-repairable. No adverse events have been reported as a result of this malfunction.